Event description:
It was reported that during a surgical procedure at the user facility the device was not holding pressure. There was no surgical delay, no adverse consequences, or medical intervention.